Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: battery cycle 2.0 received the lowbatteryalert (104) on 07/04/2025 12:14:00 after more than 7 days at 17.8 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The pump received with normal operating currents. Unit also passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. The following cosmetic damages were noted: scratched case, cracked case (battery tube), battery tube threads - cracked and cracked keypad overlay. In conclusion, customer alleged of low battery alarm or short battery life were not confirmed based on battery duration failure analysis instruction, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unable to confirm customer alleged concern of low/high bgs. No relevant alarms noted in download history review and testing of the unit was successful. Unit functioning properly medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer also reported difference between sensor glucose and blood glucose values, the pump battery life was shorter than expected and pump had a crack. The customer was treated for hyperglycemia with manual injection, hypoglycemia with carb intake. The event involved product(s) mmt-397a, mmt-332a, mmt-7040ma, mmt-1884l. Troubleshooting was performed. Blood glucose value at the time of event was 400 mg/dl. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Blood glucose value reported was 94 mg/dl and sensor glucose value reported was 54 mg/dl. Customer confirmed pump had a damage at battery tube side. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040ma. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.